Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The patient presented in clinic, the noise was not reproducible, the noise occurred right after an atrial pace. The patient would be monitored for now. No patient symptoms were reported.